Manufacturer narrative:
The customer did not provide a meter serial number, so it was not possible to determine a manufacture date.

Event description:
The advocate alleged the customer tested his blood glucose using his contour meter and another meter. She alleged the customer received readings of 311, 306, 425 and 125 mg/dl, but she did not know which reading came from which meter. The difference between the 425 and 125 mg/dl readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate declined to troubleshoot because the customer had already disposed of the meter. No product will be returned.